Event description:
The complainant reported on 12/21/1999, by voice mail, that they believed they were having an allergic reaction to the orasure hiv-1 oral specimen collection device. No further information was obtained from the complainant as complainant did not respond to attempts to follow-up on the adverse event.